Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device was evaluated by olympus. The forceps cover glue was found peeling and the cause assigned to a shock, caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The device was repaired and returned to the customer.

Event description:
A user facility returned to olympus an olympus, (B)(4), evis exera ii ultrasound gastrovideoscope for repair due to distal tip internal leak. Upon evaluation of the returned device, forceps cover glue was noted peeling. There was no patient injury or harm, associated with the problems, reported to olympus.